Manufacturer narrative:
An outside the united states (ous) customer reported the observation of a falsely depressed emit 2000 vancomycin result obtained on a viva-proe analyzer using reagent lot u2. Quality control was within acceptable ranges on the date of testing. The limitations section for the syva emit 2000 vancomycin assay instructions for use (IFU) states "results of this test should always be interpreted in conjunction with the patient's medical history, clinical presentation and other findings". Siemens is investigating.

Event description:
The customer reported the observation of a falsely depressed emit 2000 vancomycin result obtained on a viva-proe analyzer using reagent lot u2. The initial result was not reported to the physician(s). The sample was repeated in duplicate on the same instrument and the repeat results were higher than the initial results. One of the repeat results was reported as the correct result to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant vancomycin result.

Manufacturer narrative:
Siemens filed the initial MDR 2517506-2025-00157 on 08-oct-2025. Additional information 01-dec-2025. Siemens evaluated this issue and provided the following conclusion: siemens healthineers reviewed the complaint for a discordant patient result obtained on a viva-proe analyzer using emit 2000 vancomycin reagent lot u2. Routine service intervention was performed. Service method precision testing was performed and resulted in a % cv outside of allowable limits. Routine intervention was completed including syringe replacement, stirrer servicing, rinsing, and priming. Following routine service actions, the % cv improved and was within allowable limits. The customer confirmed the system was operational following the service visit. Siemens provided the results of the investigation to the legal manufacturer for assessment. The investigation conclusion indicates that the discordant low result was not due to the emit 2000 vancomycin reagents but was resolved with routine intervention to the non-siemens instrument. In section h6, the investigation findings and investigation conclusion codes were updated.